Event description:
Complainant alleged that while attempting to defibrillate a pt (age unknown) the device displayed a "poor pad contact" message and failed to discharge using non-zoll electrode defib gel pads. The user repositioned the paddles on the gel pads and the defibrillator paddle and successfully delivered a discharge of 120 joules to the pt. However, subsequent to the delivery of energy, the device displayed a "poor pad contact" message. The user switched to zoll brand electrode pads and successfully delivered energy to the pt "several times". (Number of shocks and joule settings unknown). Complainant indicated that the pt subsequently expired, however not as a result of the reported malfunction.